Event description:
Pt came to hospital with a very high fever. The doctor determined that it could possibly be due to an infection and proceeded to a double poly exchange of the tibial inserts. Ref MFR# 3005180920-2014-00079.